Event description:
It was reported that this lead was explanted approx. 1 month after the implantation due to increase of pacing threshold.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed the ligature marks approximately 20cm distal to the df4 connector pin. Furthermore, deformations of the shock coil were detected. It is reasonable to assume that these deformations resulted from the explantation procedure. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported increased pacing threshold. In particular, the values of the parameters measured during the electrical analysis were within the technical specifications. The lead tip showed no peculiarities. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.